Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 15.0cm was returned for analysis. Visual examination noted the rv connector boot was bent and rv conductors broken at 3.0cm from the connector pin. This is consistent with the observation from the field of high hv lead impedance.

Event description:
It was reported that during a routine follow-up, high, out of range high voltage lead impedance was observed. The patient was asymptomatic. Possible fracture was observed. The lead was capped and replaced on (B)(6) 2016.